Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unusable battery detected message in bay number one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) stated verified issue that was stated by user. Unit would intermittently show that battery 1 or 2 could not be detected on the clinical user screen. The screen would place an x symbol over the battery icon. This would happen with known good battery pack inserted in either side one or two. Again, this was not consistent but did verify that it occurred at least twice during the initial inspection. Most times the unit would be able to detect battery. Although the unit would recognize the battery position 1 and 2, customer agreed to have the power management board replaced proactively. The power management pcba was replaced. Replaced executive board ic battery chip mca000000108 at 8-year interval. Preventive maintenance was completed.